Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was an instent restenosis located in a 20 year old saphenous vein graft to the left anterior descending artery. The physician experienced difficulty getting the wire through and was unable to cross with a 2.0x15mm maverick balloon and also a filterwire. A 2.0x15mm quantum balloon was able to cross, but with difficulty. The physician then attempted to place a taxus express2 3.5x20mm drug eluting stent, but was unable to cross. It was not clear if the stent was caught up on the calcium or the struts of a previously deployed stent. The device was removed and the stent struts appeared disfigured. Another 3.5x20mm taxus stent was delivered. No pt complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The device has not been rec'd for analysis. If any additional relevant info is received, a supplemental MDR will be submitted.